Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the setup of the aquablation procedure and while the patient was in the operating room under anesthesia, the aquabeam robotic system generated an ¿e22 ¿ motorpack error¿. A second aquabeam handpiece was used; however, the error persisted. A third aquabeam handpiece was used, which resolved the error, and aquablation therapy was completed. The reported event caused a surgical delay of over 60 minutes. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, e22 and e31 errors were triggered upon docking and could not be cleared. The aquabeam handpiece was deconstructed and no signs of fluid ingress were seen on the card connector or internal connector board. The root cause could not be determined. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instruction for use, sj-um0101-00-01, rev. C, was reviewed. E22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.